Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Analysis showed that the calculated current was right on the edge between the first and second current bins. The calculator showed that a 50-ohm swing in the ventricle lead impedance could cause the current bin to change from the 1st to the 2nd current bin with the parameters in use at the time elective replacement time was set. The device met the longevity requirements and did not deplete early. When the device was right on the edge between current bins, the longevity remaining estimate could change but effective magnet rate would not change immediately and cause some confusion with the effective magnet rate displayed.

Event description:
Boston scientific crm received information that this device noted a remaining longevity of 1.5 years, however, the magnet rate was 90 bpm. It was noted that no programming changes were made. Information was later received that this device was explanted for normal battery depletion.